Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the instrument was cycled again and 2 malformed clips were formed due to an anti-backup failure. The remaining 14 clips were fed and formed as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup component was found worn out and the latch posts were found to be broken, which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found issue. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device could not be fired after the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.